Event description:
On 04/20/2009, intn'l affiliate received a report of a home patient going to the hospital with symptoms of "filling with fluid" during use of a homechoice unit. Reportedly, that homechoice unit was not draining properly. During the hospital stay, the patient was dialyzed on a different unit, which dialyzed the patient properly. Additional information was received on 05/08/2009. The patient used dnl 1,36% and 2,27 % and every other day extraneal to the last fill. The time of the drain was different, but the patient noted the extension of the drain. Sometimes the "check the patient line" alert occurred. On the first day in the hospital, the drainage events were the order of 600, 900, and 1100. Despite a constant diet, the patient gained 2 kg during the week. The patient is currently at home and doing well.

Manufacturer narrative:
The device was evaluated in the intn' affiliate's workshop on 28-29 apr 2009. Simulated therapy, pneumatic tests, pressure and volumetric accuracy tests were performed. Except for the accuracy check, all other tests passed. The accuracy check failed with error 0.8% (limit is 0.5%). The device was recalibrated and released to the customer.